Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : d224drg implantable defibrillator (B)(6) 2010. (B)(4).

Event description:
It was reported that the device had a product performance issue because the battery lasted less than 3 years. The device was explanted and replaced. It was also reported that the right ventricular lead had high threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.